Event description:
Verified with healthcare professional who found alleged kink: one and one half hours into pt treatment a kink was found post pump segment at first blood line holder of the baxter 550 dialysis machine. There was excess "slack" in the line preceeding the holder and this was thought to cause the line to kink. There were no machine alarms. The recorded blood flow was cc/min every half hour and the corresponding venous pressure was 160 to 190 mmhg. The pt was asymptomatic until treatment end when bp increased to 200/110. Pt was sent to ER for control of his bp, he was seen and later sent home. He was admitted hours later with abdominal pain and confusion. The MDR received stated that hemolysis was diagnosed during his admission. Pt is reported as stable and remains inpatient. Sample available for evaluation. It was reported also, that the pt did receive a test dose of infed during this dialysis treatment.